Event description:
It was reported that at the completion of the procedure, the nurse removed the electrosurgical grounding pad and noted an area of erythema and edema forming a 1 cm border around the pad. The pad had been applied to the left flank/lateral abdominal wall. The physician examined the pt immediately. The procedure was a radiofrequency ablation for post surgical atrial flutter post atrial myxoma repair. The stockert generator settings were 30-50 watts. The grounding patch was a 3m 9130f with a surface area of 96.8 square centimeters. The pt did not complain of pain at the grounding pad site during the procedure; however, she was under deep sedation under the care of an anesthesiologist. The pt's skin was treated with cold compresses and polysporin with dry dressing, and the pt received consultation from a plastic surgeon. The pt was discharged in stable condition at the usual post procedure interval.

Manufacturer narrative:
Additional info received: the hospital has concluded that the issue was due to the fact that an incorrect grounding patch (3m 9130f, 96.8 square centimeters) was used in the procedure. They have taken measures to replace the grounding patches in stock with one of the models recommended by biosense webster to be used with the stockert generator. The minimum size of an indifferent electrode to be used with the stockert generator has a surface area of greater than or equal to 124 square centimeters. Investigation of this complaint is in progress. This report will be updated upon completion of the investigation.